Manufacturer narrative:
Issue described to agency in recall.

Event description:
Pt reported infusion set tubing separating from the luer lock connection. She indicated that the issue occurred in the middle of the night after 3 days of use. Pt stated that she woke up feeling extremely thirsty and nauseous. Her blood glucose level was 435 mg/dl. Pt's normal range is 60-100 mg/dl. She indicated that she changed the infusion set tubing and administered a 10 unit bolus to address the issue. Her blood glucose level lowered to 89 mg/dl. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.